Manufacturer narrative:
(B)(4).

Event description:
The broken piece of trocar was pulled out with a grasper and the anvil was removed with another grasper. An endo ileostomy was done because the anvil was already placed and stapler broke. The patient is ok currently.

Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a colon resection, the anvil was put in the bowel; the green trocar was pushed through the bowel to connect the other piece. The green trocar would not come out of the anvil. They used everything possible to get it to release, but it would not release. The trocar broke off; half of the trocar was stuck in the anvil. The trocar was cut out and the patient received an ileostomy. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.